Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to the left cylinder having an aneurysm and the device no longer working the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 21cmx12mm cylinders, pump and reservoir were implanted. Should additional information be received a supplemental report will be submitted.